Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿looking into having breast implant completely removed to ensure health and safety is preserved.¿ patient, additionally, reported "rupture and capsular contracture", "breast became hard, "health has declined", "ongoing migraine/debilitating, inflamed in the body, slower, inflammation everywhere" and ¿only explanation are the toxic implant¿. The device remains implanted. This record is for the left side.